Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, noise was observed on stored egm, a shock was delivered as a result. The patient is known alcohol and substance abuser. Physician will perform pocket manipulation to attempt to recreate the noise. No further information is available at this time.